Event description:
The manufacturer received information alleging a dreamstation 2 device no longer powers on, has a burning smell, and the sd card is melted. The device had previously fallen and got water inside the unit. The patient allowed it to dry for five days before plugging unit in and trying to power it on. There is no allegation of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.